Event description:
Additional information stated the patient had been having pain in their right hip prior to the routine cat scan taken in (B)(6) 2012. It was also reported the patient¿s doctor thought the ¿broken wire¿ was ¿hitting a nerve¿ in their hip.

Event description:
It was reported that the patient had a cat scan in (B)(6) 2012, and the "wire/lead was broken and near his hip where it should not be." There was no additional information at the time of this report. Additional information has been requested and if recieved, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).